Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an auxiliary channel blockage. Upon removal of the auxiliary channel tubing, back pressure was observed and water squirted out. Compressed air was then used to blow out the channel from the distal tip, and a significant amount of brown residue was expelled. The event occurred during reprocessing. There was no patient involvement.